Event description:
It was reported that the 6600 system had a broken key and the rotational handle was damaged. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The handle and key were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.